Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
A MRI bracelet and ID sent to the patient was returned indicating that the patient was deceased. The cause and date of death are unknown. It is unknown if the patient's death is related to pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
The receptionist of the facility that reported the patient death stated that they were unable to disclose the cause of death but noted that it was not related to pump therapy.